Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced poor barrier separation of sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: in the centrifugation of the tubes, sometimes the mechanical barrier does not lower, they have centrifuged 3 times to lower it, however it does not improve, this has happened in 10 tubes with patient samples.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 02-dec-2022. H.6. Investigation summary: bd received 10 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. The samples were tested and the indicated failure mode for poor barrier separation was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, sample quality-poor barrier because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo provided. Return sample testing could not duplicate the reported defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced poor barrier separation of sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: in the centrifugation of the tubes, sometimes the mechanical barrier does not lower, they have centrifuged 3 times to lower it, however it does not improve, this has happened in 10 tubes with patient samples.